Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that patient was being treated for possible recoil/restenosis of a xience v stent that had been placed in the proximal lad three months prior. The lad was heavily calcified. Another company's balloon catheter was advanced through the recoiled xience v stent and predilatation was performed at 21 atm. Another xience v stent 4.0 x 12 mm was advanced to the proximal lad inside the original xience v stent that had recoiled. The balloon was inflated to 20 atm; however, the balloon burst circumferentially soon after inflation. The stent delivery system was removed from the patient and post dilatation was performed with another company's balloon catheter. No additional event or patient information is available.